Manufacturer narrative:
Date sent to the FDA: 11/17/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery, lysis of extensive adhesions, incisional hernia repair surgery and bilateral myocutaneous advancement of flaps on (B)(6) 2016 during which the surgeon noted omentum and liver adherent to the mesh. He took down the adhesions from the underside of the mesh to the transverse colon and omentum. He then used ultrasonic shears to drop the liver off of the superior edge of the mesh. At this point, he noted the mesh eventuated up into the hernia defect. Because of the extensive and excessive adhesions to the mesh, he decided to remove the mesh completely. It was reported that the patient experienced severe pain, dense adhesions, inflammation, stress and anxiety. No additional information is provided.